Manufacturer narrative:
The device was received with operating currents within specification. The device passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error 63 during self- test and confirmed in pump history with variable due to cold solder joint at keypad assembly. Formatted history file analysis confirmed pump error 53and pump error 4 due to software error. The device was received with cracked keypad overlay at select button, minor scratched display window, case and keypad overlay texture damaged.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a pump error on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.